Manufacturer narrative:
The insulin pump was received with a unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as nausea and treated with syringe. Customer's blood glucose value was 378 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The customer stated that he slipped on ice and fell on the pump. The customer stated that the pump went blank after pump rest. The product was returned for analysis.